Event description:
The customer contacted baxter's technical service center regarding needing end of therapy assistance, which occurred on the homechoice (hc) during use during the initial drain. The home patient (hp) stated that there was air in the patient line during initial drain. The baxter technical service representative (tsr) assisted the hp in ending therapy. The hp would restart with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement at the time of this reported problem.

Manufacturer narrative:
(B)(4). This complaint is for air in tubing without an alarm. Per the complaint information, the patient saw air in the patient line. In a follow up call by product surveillance, the patient stated he was able to resume therapy successfully with new supplies. There was not enough data within the complaint information to identify root cause of the air. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent. The lot number was not provided; therefore a batch review cannot be conducted.